Manufacturer narrative:
A steris service technician inspected the facility's two v-pro 1 units and verified that both units were operating properly. A steris clinical education specialist visited the user facility and confirmed that the affected scopes showed charred residue on the distal tip. While at the facility, the steris clinical specialist performed simulated use testing with the scopes and could not duplicate the event. The clinical specialist identified that the user facility was using an incorrect light cord attached to the scope which exceeded the manufacturer's recommendations for light intensity. The clinical specialist also noted that the scopes were not cleaned in accordance with the (B) (4) instruction manual, in that the facility uses a defogger and is not using sterile alcohol as recommended to remove any film residue from the tip of the scope. In addition, the facility rinses scopes in enzymatic cleaner and does not soak the scopes as directed in the (B) (4) instruction manual. During the steris clinical specialist's visit the hospital staff reported another occurrence of scopes smoking at the distal tip, this time involving a sterrad sterilizer produced by another company. The user facility obtained the correct light cord and it was confirmed that it is now in use. A karl storz representative has scheduled a refresher in-service training for the hospital regarding proper use, operation and cleaning of their endoscopes. Steris has offered in-service training on the v pro 1 sterilizer however, the hospital declined.

Event description:
A user facility reported smoke was observed during a patient procedure coming from the lens at the distal tip of two (B) (4) pediatric laparoscopes that had been processed in a v-pro 1 sterilizer. The facility also reported that a semi-clear residue was present on the scopes. The user facility reported that patient procedures were cancelled following this observation and that no patient injury occurred. The facility did not prepare an internal incident report. Steris advised the hospital to follow its internal procedures in regard to whether to notify affected patients.